Manufacturer narrative:
Eval summary: the device arrived with the knife detached. The knife was analyzed and it was found with the heat stake posts with a less than optimal heat stake condition. The breakaway washer was present and cut, and there were no staples present, indicating that the device achieved a full firing stroke; however, the knife was noted to have nicks, this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. No functional test could be performed due to the condition of the device.

Event description:
It was reported that during an anterior resection procedure, the device fired and performed correctly. But when the washer and the donuts were removed from the staple housing the internal section of the staple housing came out also. There was no adverse pt consequence.